Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4) . This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: the complaint was confirmed as the reported defect on a returned sample . The issue was contamination. No issue in DHR. No issue in retention sample. Root cause was undeterminded. No trend.

Event description:
It was reported that while using plate mueller hinton agar 5% sb 20 ea contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "this is a report about mold growth on the media. According to the customer's report, mold growth was found on the media in an unopened sleeve."